Event description:
Patient implanted with heartmate 3 on (B)(6) 2021. Pt with symptoms of altered mental status and left sided weakness due to hypo-perfusion on "(B)(6)." "(B)(6)" CT with noted kinking at the outflow graft. "(B)(6)" surgery with noted outflow graft being pushed medially by the lungs, giving it a very acute angle as it traverses over the lower right atrium and down toward the ivc, then sharply up toward the right shoulder before straightening out and anastomosing to the aorta. A 6-cm segment of the outflow graft was cut between the two grafts and removed with the two remaining ends grafted together.